Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called regarding a no delivery alarm and lost consciousness during the call due to low blood glucose levels. The paramedics were called for assistance.